Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant it was discovered the patients right ventricular (rv) lead exhibited high threshold and high impedance. The physician was made aware of the high readings and no action has currently taken place. The lead currently remains in use. No patient complications have been reported as a result of this event.